Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. In system logs, error 32101 was found indicating an arm fault reaction logic (frl) was hit because of a high side switch error, confirming the error occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The axes controller platform (acp2) was installed, programmed, and tested on the in-house system. The system was set to run 10 power cycles. No issues were noted on startup and no errors or failures were triggered. The acp remained on the system for 1.5 hours idling in normal mode with no issue. No errors were triggered during the helm control functionality test. In addition to the test, this unit went through in-process correction verification and passed all the tests. This unit was also installed and tested on 2 slots - slot 2 and slot 3 without any issue. The complaint was confirmed based on failure analysis. The probable root cause cannot be determined based on the information provided and failure analysis results. While failure analysis confirmed the issue via log review, in-house testing was unable to replicate the reported issue. Isi followed up with the initial reporter and obtained the following additional information: after communicating with the nurse, it was learned that although the procedure was completed laparoscopically, no additional ports were added. The surgery was completed using the existing ports.

Event description:
It was reported that during a da vinci-assisted surgical procedure that error 32101 occurred. The intuitive tech support engineer (tse) recommended checking the error code and rebooting the system. The customer stated that rebooting the system did not work and that they sent the error code to their intuitive field service engineer (fse). The error appeared once the system was docked. The procedure was converted to laparoscopic. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. After the system started up, it kept reporting error 32101. The fault persisted. A review of the system log found that the faulty node was in axes controller platform (acp2). Fse swapped acp2 with acp3 and the fault disappeared. Fse replaced the acp2 with a new one. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the acp2 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted if additional information is obtained.